Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted.(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.DHR review - part number: 391.201; lot number: p167586; release to warehouse date: january 7, 2014. Manufacturing site is (B)(4) and supplied by (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cable tensioner would jam. Part of cable was not able to be removed. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation showed that a cable is jammed in the cable tensioner. When the fluted knob at the end of the tensioner was turned counterclockwise as far as possible the cable could be removed without problem. Manufacturing and inspection records indicated no problems with the lot in question. The device was manufactured in january 2014. Most likely the occurrence was caused by an incorrect manipulation. Device history record review, manufacturing documents were reviewed and no complaint related issues were found. The root cause of the occurrence was misuse. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.